Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touchscreen had malfunctioned. There was no patient involvement.

Manufacturer narrative:
Date of report: 18jun2019. Date received by manufacturer: 15jun2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. Test and inspection data refer to visual check: passed. Device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.